Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. It was reported that during a procedure the lead would not pull out of the needle. The physician attempted to pull the needle out and the lead sheered leaving all contacts in the body. The case was aborted. Patient was without symptoms post op. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that while during a permanent scs implant procedure on (B)(6) 2023 a lead was sheered leaving all lead contacts in the patient's body. The procedure was abandoned with no patient symptoms occurring post operatively.